Manufacturer narrative:
Other applicable components are: product ID: 3058, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2021, product type: implantable neurostimulator. Product ID: 3889-33, lot#: va05uf3, implanted: (B)(6) 2013, explanted: (B)(6) 2021, product type: lead. Product ID: 3889-33, lot#: va05uf3, implanted: (B)(6) 2013, explanted: (B)(6) 2021, product type: lead. Product ID: a520, serial#: unknown, product type: software. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 04-jan-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was at an MRI appointment yesterday and could not get into MRI mode. They called their manufacturer representative, who told them they could not have an MRI due to an abandoned lead. The patient was not present during the call/report, so eligibility could not be verified. It was unknown whether the patient was able to get into MRI mode or not. Additional information was received on 05/06/2021 and patient stated that the lead broke off and the hcp was unable to removed a portion of it. There were no further complications reported at this time.